Manufacturer narrative:
Submit date: 2017-08-25.

Event description:
The customer reports that the end of the enteral access ng tube was clogged with a consistency of wet concrete and was unable to flush. The formula was osmolite 1.2. Event occurred between (B)(6) 2017.

Manufacturer narrative:
Because the sample was not provided by the customer, the sample evaluation could not be conducted. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.